Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer returned the device with external paddles to the italian service depot. The report could not be replicated or confirmed. The device logs were not available as part of the investigation. The was functional tested and stressed and passed successfully. The external paddles were tested and passed successfully. There are several factors that may contribute to the device being unable to discharge, including but not limited, to paddle placement, conductive paddle gel, viable patient coupling, and patient clinical condition that may impact the ability to obtain viable coupleing to the patient. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.